Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer representative reported that the patient experienced a return of pain in relation to the reported overdischarge. The healthcare provider saw the patient in october, and after two lengthy sessions of "physician recharge" on two different days, they were able to get the stimulator to work again. The "physician recharge mode" over two different days in october resolved the overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
The nurse confirmed an overdischarge event. The patient did not charge the implantable neurostimulator (ins) for two years. The overdischarge protocol was reviewed. They were instructed to charge the implantable neurostimulator recharger (insr) and then do a physician mode recharge (pmr). The nurse stated they still cannot sync or couple with the ins. No pmr sessions were done yet because they couldn't get coupling. It was reviewed that during a pmr, there is no coupling displayed. A pmr was initiated. It was reviewed that multiple consecutive pmr sessions may be necessary; a normal recharge between pmr sessions should be tried; and it was reviewed how to clear the power on reset (por) using the clinician programmer. It was also reviewed that the ins will need to be approximately 25% charged to communicate with the ins using the clinician programmer and, until the por condition is cleared, they shouldn't attempt to turn the ins on or off. There were no patient symptoms reported. However, information regarding any symptoms the patient experienced, the troubleshooting, and actions/interventions were requested but were not available at the time of the report. A follow-up report will be sent should additional information be received.